Event description:
Information received regarding the device does not address the patient's clinical status but notes that during the implant procedure, the device exhibited intermittent capture and rate variability.